Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule detached prior to the end of the procedure. Customer is not sure if a repeat procedure will be performed.